Event description:
It was reported that at power on the profile is reverting back to previous profile. There was no patient involvement.

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.